Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made. The patient was in stable condition.